Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto bipap device. There was report of patient death. The manufacturer's investigation is ongoing. If any additional information is received, a follow up report will be filed.